Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they stopped feeling stimulation. She was at 5.0 volts. She tried adjusting stimulation and was not able to. Therapy was noted to be off. Turning therapy on was advised and the issue was resolved; the patient was feeling stimulation. It had been determined during the call that the patient programmer (pp) was showing turn implantable neurostimulator (ins) on. The ins was then turned on and 5.0 volts was too much. It was decreased to 4.3 volts and it felt comfortable. Troubleshooting resolved the issue. This was noted to have occurred suddenly in (B)(6) 2016. She had stopped feeling stimulation within the week prior to this report and started seeing the aforementioned screen. Indications for use were fecal incontinence and gastrointestinal/pelvic floor. No follow-up was required as the issue was resolved.